Event description:
It was reported that the patient¿s refill had initially been scheduled for (B)(6), but on (B)(6), it was found that the pump didn¿t contain enough drug to last until then. The refill date was moved up to (B)(6), at which time it was found that there was only 1.75mg left in the pump. This would reportedly not last through the upcoming weekend. The device system was used to deliver hydromorphone, clonidine, and bupivacaine.

Manufacturer narrative:
Product ID 8590-1, lot# n280143, implanted: 2011 (B)(6); product type accessory product ID 8711, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A representative later stated that the patient made an inaccurate report. When the patient received their refill, they increased the dose. When they calculated refill date to schedule the next appointment, the scheduler used the old dosage rate and scheduled it wrong. They realized this error and just moved the patient's appointment for a refill up sooner. There was never a volume discrepancy for this patient, and the device "was always working as intended". They stated there were never efficacy issues either. The patient was discharged because they tested positive for illegal substances. The patient was not titrated down before their discharge. The patient still had medication in the pump. The representative stated that at that time they last spoke with the patient on (B)(6) 2013. They discussed with both the patient and their healthcare provider that if they could not find a physician to manager their device, they would have to have a contingency plan for oral medication and/or a pump explant. The representative had not spoken to anyone since. They stated that no pain management doctors had accepted the patient's insurance. The second issue was that the patient tested positive for illegal substances "so that just compounded matters". As of (B)(6) 2013, the patient was being given oral medications in preparation for the pump running out of medication. The physician that was filling the pump was not managing. The physician could not do anything to help the patient because the physician that was managing was the one writing the prescriptions. The physician could not write prescriptions for the patient because they did not manage pumps, and their facility only filled pumps. The representative confirmed that saline was not added to the pump. Once the pump runs out, they will not be given any intrathecal drug at all and the pump will alarm. This was discussed in detail with case management.